Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. Date of event is unknown, no information has been provided to date.

Event description:
It was reported that none of the ventilator alarms are working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Additional information: b5 and h6, health effects codes: updated device evaluation: one device was received for investigation. Visual and functional testing confirmed the complaint, the device has no power and bent front. Customer and or physical damage was listed as the root cause of the failure. No previous service history was found. A manufacturing device history report (DHR) review was not relevant due to issue being user interface. The electrical chassis and MRI battery were replaced. Sintered filter and o'rings for the preventative maintenance (pm). Reshaped bent front panel. Reset patient pressure cycling led to tolerance. Performed pm, recalibrated unit, cleaned and affixed new service label. The device passed all functional testing after the completed repairs.

Event description:
Additional information received that stated the issue was reported on 8-jan-2023 during testing of the unit. No patient harm/injury.